Manufacturer narrative:
Device evaluation by manufacturer: returned product consisted of an epic stent delivery system (sds) with no original packaging. Blood was present in the shaft of the sds. The device was received in two pieces. The separated distal end of the device, including the distal tip and the length of the inner shaft, was inside an introducer sheath. The stent was partially expanded and protruding from the tip of the sheath, which may indicate that the physician attempted deployment while the sds was still inside the sheath. The distal tip was lodged on the tip of the sheath, consistent with forced withdrawal into the sheath resulting in interference with the sheath tip and preventing withdrawal into and through the sheath. The stent and the distal tip were removed from the sheath, at which time it was confirmed that the distal tip bond to the inner shaft component was intact but the inner shaft was separated approximately 9 centimeters from the tip. The fractured end of the inner shaft was consistent with a separation due to tensile overload. The length of the inner shaft that protruded from the exterior shaft exhibited numerous kinks and flattened areas and the fractured end was stretched, consistent with ductile fracture due to tensile overload. Analysis of the returned device confirmed that the stent was partially deployed; however, the position of the stent (partially within the introducer sheath) suggests the partial deployment is attributable to procedural factors. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stenting procedure, a stent partially deployed. The epic vascular 10x60x75mm stent was advanced to the lesion and partially deployed. The procedure outcome is unknown. No patient injuries or complications were reported. The patient condition is unknown. Further information was requested but is not available. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting procedure, a stent partially deployed. The epic vascular 10x60x75mm stent was advanced to the lesion and partially deployed. The procedure outcome is unknown. No patient injuries or complications were reported. The patient condition is unknown. Further information was requested but is not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).